Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated low sodium (na) results. Customer reported that erroneous results were not reported out of the laboratory. Customer reported that when the samples failed validation range or delta check, the samples were repeated on the other dxc in the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed a preventive maintenance and replaced the sample probe and wash collar. The fse verified performance of the instrument.

Manufacturer narrative:
Evaluation results: wash collar.